Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced foreign matter on device / needle/ tubing or any fluid path component. The following information was provided by the initial reporter. The customer stated: "section of tubing appears discoloured with dark residue inside, tem pulled from lab and other kits from set checked for same issue. No other issues noted from same box."

Event description:
It was reported the bd vacutainer® push button blood collection set experienced foreign matter on device / needle/ tubing or any fluid path component. The following information was provided by the initial reporter. The customer stated: "section of tubing appears discoloured with dark residue inside, tem pulled from lab and other kits from set checked for same issue. No other issues noted from same box."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter on the tubing of the device with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was unable to determine the root cause of the customer's issue. H3 other text : see h10.